Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted into a hospital due to suspicion of a right ventricular lead fracture. Interrogation revealed the lead was programmed unipolar, pacing lead impedance was high and above the normal range with trends showing a rapid increase since (B)(6) 2019. No capture was present at maximum output. The patient was bradycardic. A leadless pacemaker was implanted due to the high risk of extraction. The patient had undergone multiple open heart procedures in the past. The old device was programmed to a no pacing mode (ovo) and was not explanted. The procedure was successful and the patient was discharged with no complications. .